Event description:
A customer reported to beckman coulter that the access 2 immunoassay analyzer generated an erroneously elevated troponin (accutni) result of 4.52 ng/ml, above the acute myocardial infarction threshold, for one patient. Four additional samples were collected from the patient. Subsequent testing on these samples on the same instrument produced results less than 0.01 ng/ml, within the reference range. The initial result was reported out of the laboratory. The patient was admitted to cardiac care unit due to the elevated accutni result and symptoms of chest pain. It is unknown if there were any further impacts to patient treatment. The customer performed preventive maintenance on the day after the event, (B)(6) 2013, and replaced mixer pulley. Service was dispatched on (B)(4) 2013. Beckman coulter field service engineer (fse) did not find any hardware issues which would have contributed to this event. The fse performed a routine system check and a high sensitivity system check, and obtained results within the instrument performance specifications. The customer used the below reagent and calibrator for troponin assay: access accutni reagent pack, catalogue number a78803, lot number 226763; access accutni calibrators, catalogue number 33345, lot number 222575.